Event description:
It was reported that the arctic sun device had temperature problem.

Manufacturer narrative:
The initial reporter phone number that is provided is (B)(4). The reported issue was confirmed. The root cause identified is insufficient cleaning and maintenance. The device was evaluated upon receipt. Insufficient flow. An internal cleanup of the device with the proper cleaning solution and the issue resolved. Passed functional test and est. The complaint or reported issue was confirmed through other elements of the investigation not to be manufacturing related the instructions-for-use under baw2800261 rev. 2, baw2800424 rev. 1 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. "Routine cleaning and preventive maintenance should be performed on the arctic sun temperature management system control module every 6 months at a minimum. This consists of cleaning the external surfaces, accessories and chiller condenser, inspecting the device, and replenishing the internal cleaning solution that suppresses microorganism growth in the water reservoir and hydraulic circuit. See the arctic sun temperature management system service manual for additional information." Corrections: d, e, f, h the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had temperature problem.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.